Manufacturer narrative:
Olympus made multiple follow ups by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained. As part of our investigation, olympus performed an install base review to identify all endoscopes owned by the reported user facility and found that the user facility does not own an olympus colonoscope (pcf model). In addition, since no serial number was provided, olympus was unable to perform an instrument service history review for the reported scope. Olympus will continue to investigate this event and provide a supplemental report if additional information is received.

Event description:
Olympus received an email from the patient¿s son alleging that within an unspecified number of days post a routine elective colonoscopy screening and a removal of a 10mm polyp procedure that occurred on (B)(6) 2017, the patient suffered intestinal cramping, injury to the inguinal hernia, abrasion to the rectum, splenic injuries, and nerve pain to legs / feet / toes. The patient was reportedly in pain from (B)(6) 2017 to (B)(6) 2017.